Event description:
Healthcare professional reported while using hemochron jr signature plus system, "they were generating higher than expected pt/inr results". Pt 2 was not yet on coumadin. A fingerstick sample on the signature plus yielded a pt/inr of 2.2. A sample collected by venipuncture on an unspecified lab instrument generated a pt/inr of 1.2. The sample collection technique and reagent storage were correct. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer does not intend to return instrument for evaluation. Method: no product returned. Device history record, ncmr, CAPA and complaint history evaluated. Result: record evaluation completed; complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.